Event description:
Pt scheduled for replacement of im nail (0mm x 34cm) due to non-union. Upon insertion of new 34 cm length im nail, the ankle joint was directly involved. Image showed the distal aspect of the new im nail violated the ankle joint. The nail was removed and replaced with an appropriate length nail.